Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin delivery was suspended due to a sensor glucose vs. Blood glucose difference. The customer reported a blood glucose value of 2.2 mmol/l. The customer reported hypoglycemia, diarrhea, treated with glucagon, and glucose/carb intake. The customer treated with glucagon and carb intake due to hypoglycemia. Blood glucose at time of event was not reported, customer stated it was a past low bg event. User stated they had been sick and had severe diarrhea all day leading to the low blood glucose. At the time of the call user reported a difference between sg and bg. Reported a blood glucose of 2.2 mmol/l. Sensor glucose of 4 mmol/l. Insulin delivery was suspended due to sg vs bg difference. Customer reported programming was accurate. Customer did not state if sg vs bg occurred during or if it led to the hypoglycemic event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer has used the auto mode feature. No further patient complications were reported. The customer will continue using the device, and no product return is required for mmt-1885.